Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the event occurred due to the damage of image sensor unit or breakage of the mounting components of the electric board due to use stress, external factors, or handling. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿[inspection of the endoscope] confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found bending section cover, video connector, control unit, grip, up/down and right/left angulation lever plate, angulation lever, switch one, right left lever, light guide connector, light guide cover glass, video connector, video connector case had scratched; adhesive on bending section cover had chipped. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the deflectable videoscope had image failure. The issue was found during a therapeutic groin hernia procedure that was completed using a similar device. The device was inspected before use. There was no delay in the procedure. The device was returned for evaluation. During the device evaluation, the screen turned black, and no image was displayed due to a breakage in the imaging cable and due to the electrical contacts on the video connector being scratched; noise occurred due to damage to the board in the video connector section. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.